Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 56-year-old male patient presented to his (B)(6) office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #11. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 after final prosthesis delivery. During the examination, the doctor determined that the implant had lost osseointegration, and it was removed on the same day of the visit without the use of any instruments. The implant was not replaced. The patient experienced symptoms of inflammation, which resolved after implant removal. It was also reported that the prosthesis was not restored. The opposing arch consisted of natural teeth, and the lower arch was not restored. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implant or its packaging were reported.